Event description:
Customer reported via phone, the insulin pump had a blank display and was alarming. Customer was sleeping and the vibrations of the device woke her up. Customer doesn't know her blood glucose level at the time of the event. Troubleshooting for button error was performed. Customer didn't recall anything that may have caused the device to alarm, just that she was sleeping. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked belt clip slot, cracked case near display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked battery tube thread, cracked reservoir tube, and stained end cap sticker noted. No blank display or unexpected vibrating noted.